Event description:
It has been reported to philips on a critical call the monitor screen would not allow me to select to take a blood pressure or a 12 lead. When the area was pressed it would select anywhere else. We have been having this issue with this monitor and have attempted changing the screen protector and recalibrating with little to no success. Within a few calls its right back to how it was. It is 100% unusable and unsafe to have this monitor on an als truck in its current state.